Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of leakage. This does not constitute an MDR-reportable event. However, an MDR-reportable failure was identified during testing at the service center. During inspection of the device, foreign material was observed inside the light guide rod lens. The most likely cause of the reportable malfunction could not be established. There was no report of patient involvement.